Event description:
Liver transplant coordinator called regarding pt who had a liver transplant but had tested positive for bacillus in 02 and they were not able to determine the source of the infection at the time. She states the pt had been using saline prefilled syringes to flush the broviac catheter during the hospitalization. However, she states the source of the infection could have been from any source and was not identified. The pt was treated with antibiotics and is fine now. The broviac has since been removed after the transplant.